Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced swelling and fluid build-up at the ipg site. Further investigation revealed the patient developed a mrsa infection following improper wound care after being released from the hospital. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. The patient has been administered both intravenous and oral antibiotics.

Event description:
Additional information indicates the infection has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.